Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was duplicated. It was noted that the air detector sensor was defective and inoperable. Service will replace the air detector. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm and the air sensor was crushed. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm and the air sensor was crushed. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was duplicated. It was noted that the air detector sensor was defective and inoperable. Service will replace the air detector. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.